Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds, as well as a drop in pacing impedances within normal limits. Technical services (ts) reviewed and provided assistance. A lead revision was recommended. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.